Event description:
A consumer reported that after an intraocular lens (iol) implant procedure he observed a grayish area in the center of his vision and a decrease in vision. Since then he was diagnosed with age related macular degeneration (armd). A retinal specialist started him on steroids for inflammation and injections inside the eye. The consumer stated two days after the last injection he was "blind" but the vision was not black. He was then given an antibiotic injection due to an infection. A couple of days following the antibiotic injections his vision started clearing up. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon who identified the inflammation as choroiditis. The event has not resolved and the consumer's last injection was on (B)(6) 2015.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted, therefore no further follow-up could be conducted. (B)(4).